Manufacturer narrative:
Block d4, h4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: device code a06 is being used to capture the reportable event of loss of visualization. Device evaluation summary: the exalt model d scope was not returned therefore, product analysis could not be performed, for this reason and due to the lack of evidence it is unable to confirm the reported events. With all the available information, boston scientific concludes that the most probable cause is cause not established.

Event description:
It was reported to boston scientific that an exalt model d controller was used with an exalt model d scope in a procedure on (B)(6) 2025. During the procedure, visualization was lost. The exalt controller was restarted and visualization returned. Troubleshooting determined that reconnecting a video cable resolved the issue. The procedure was completed with another exalt model d scope. No patient complications were reported as a result of the event. Note: this report pertains to one of two devices used during the same procedure.